Event description:
On june 22, 2010, the customer reported three (3) leaking intermate units, product code 2c1742k, lot# 10c054. The units were filled with pamidronate 90mg in 250ml nacl 0.9%; civa admixture (B)(4), lot# 10f17cc0004. The problem was noted prior to product use and there was no reported patient injury or medical intervention. During a customer follow up, it was indicated that the leak was noted upon receipt of delivery; the leak appeared to be from the winged luer cap. Samples are available for evaluation.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Visual and functional testing were performed. The hemostasis valve was visually inspected and it was found to be in two pieces. The y portion broke away from the green stopcock portion. Both parts of the hemostasis valve were visually inspected under 10x magnification. The break was found to be jagged which is consistent with parts that have had too much force applied to them. Water was introduced through all of the device lumens and the water flows from where it should. Visually the device has no manufacturing defects. No other abnormalities were noted. A review of the device batch record was performed for raw materials, in-process, finished goods and sterilization for lot number 684135. There were no non-conformances or CAPA's opened in relation to the nature of the complaint. The devices met all raw materials, in- process, finished goods and sterilization specifications upon release of the product. The breakage appears to be due to operator handling/ damage during use. The findings on analysis are consistent with the initial report which stated that the scrub nurse may have applied too much force. No corrective actions are required at this time.

Event description:
As reported:the hemostatic valve was broken during the mis procedure. New information received on 4th june:the balloon was prepared at the start of the mis procedure following the right steps (like in the IFU) by the scrub nurse. The surgeon began his procedure. At the moment when the patient was ready : endoreturn placed in femoral arterie, the guide wire with the balloon catheter 9endoclamp) was placed in the haemostatic valve of the endoreturn to position the guide wire; so, the balloon could enter. After positioning the balloon catheter, the haemostatic valve of the balloon catheter has to be closed and fixed to prevent blood loss. This is done by the scrub nurse. At the moment the scrub closed this valve the y-piece of the valve broke off. It could be that she used too much force on this piece. Immediately the surgeon pulled out the catheter and closed the endoreturn cannula. There was a massive blood loss (arterie) at that moment (500cc). After he used a new one. Approach used: arterial transfemoral cannulations with endoreturn (minimal invasive procedure)